Event description:
Upon further query the following information was provided that indicated a hole in the tubing; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified volume of an unspecified blood product, at an unspecified rate, via plum pump. At an unspecified time after the infusion was initiated, the customer contact reported that the nurse noted an unspecified volume of solution leaked from a pin hole noted 100 millimeters from the distal end of the tubing set. It as reported that the tubing set was immediately replaced and the therapy was resumed. The customer contact reported that 60ml of blood loss due to blood remaining in the tubing set. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
Attached user facility mandatory medwatch was received on 08/29/2013. The report number is (B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.